Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandparent called and reported customer's blood glucose went high to 393 mg/dl and a no delivery alarm was received on the customer's insulin pump. The customer refilled the reservoir and changed the tubing. It was reported the alarm was resolved by a complete set change. The reservoir may have been occluded. It was advised the reservoir would be replaced and agreed upon that the product would be returned for analysis.